Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). The device was not returned by the customer.

Event description:
The customer reported that when he attached a test lung it started performing auto triggering while using the vela ventilator. The customer stated the unit auto trigger intermittently for a few breath cycles and then goes away for a few minutes and starts again. The customer replaced the following parts; patient circuit, test lung, exhalation valve, and exhalation valve membrane. And the customer calibrated all three (3) transducers. There was no patient involvement with this event. No other issues were noted by the customer.